Event description:
Customer's mother (customer is a child) reported she was unable to test the customer's blood glucose due to the adc meter not powering on with button press or test strip insertion. Caller further reported she presented the customer to the emergency room and the customer's blood glucose was checked and she was administered dextrose via IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.